Event description:
It was reported "ac3 control head non-operational". No patient injury or consequence reported. The patient's current condition is reported as "fine". The patient's current condiion is reported as "unknown".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint of "control head non-operational" could not be confirmed upon investigation of the returned sample. The customer returned an ac3 external dvi cable (p/n: 33-3737-007) for investigation. The returned dvi cable passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "ac3 control head non-operational". No patient injury or consequence reported. The patient's current condition is reported as "fine". The patient's current condiion is reported as "unknown".